Event description:
It was reported a spectrum pump had false air in line alarms. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation did not observe and was unable to reproduce the reported air in line alarms due to a constant reload set alarm that was observed when attempting to load a set. This condition however, was confirmed through review of the event history log. In addition, the investigation found the device had low fluid number readings from the upstream sensor which is known to contribute to false air in line alarms. The upstream sensor was replaced to correct this condition.